Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely there was no problem in the subject device. The customer cleaned the 190 series scope in order to solve the problem. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that an "e315," unsupported scope message was generated when attempting to use an olympus, model series 190 scope with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was first identified during preparation for use for a colonoscopy procedure. The intended procedure was completed using an olympus, model series 180 scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The problem was resolved after troubleshooting with the assistance of olympus technical support. Upon cleaning the scope contacts, the error no longer occurred. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.